Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed: "communication error" found no image because of bad cable unit. In addition, new damages/defects were observed: faded rear cover. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review DHR of the current product was conducted, and no issues were found. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, during preparation for use, the subject device had a communication error. The issue was found during an unknown diagnostic procedure and no additional details were provided. No patient harm was reported by the customer.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
It was reported, during preparation for use, the subject device had a communication error. The issue was found during an unknown diagnostic procedure and no additional details were provided. No patient harm was reported by the customer.